Manufacturer narrative:
The actual sample was not available for investigation. However, photos and video were provided. Their visual inspection observed the reported leakage from the filter blood hader / return screwed connector. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m150 set, an external fluid leak was observed. There was no patient involvement. No additional information is available.